Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2019-12468. It was reported the patient experienced some warmth in the chest but it was not localized at the ipg site. This occurred after the patient had an MRI of the thoracic spine and did not enable MRI mode but turned therapy off. The scan was completed and the patient stated that they successfully turned therapy back on. The patient stated that they have effective therapy and had no issue connecting to the ipg using their patient controller. Symptoms have resolved.